Manufacturer narrative:
(B)(4). Insulin pump passed all functional tests including displacement, sleep current measurement, and active current measurement tests. No unexpected ¿low battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer¿s insulin pump alarmed for replace battery now without low battery alarm. Customer¿s blood glucose was unknown at time of incident. Troubleshoot was performed but did not resolve the issue. Customer advise to replace battery and monitor the insulin pump. Insulin pump will be return for analysis.